Event description:
(E1) reported that while delivering inhaled nitric oxide (ino) therapy to a neonatal patient using the (d4) device, intermittent visual display abnormalities were observed during therapy. According to the hospital's report, the device was temporarily switched to manual mode, during which it functioned as expected. When the user attempted to return the device to intelligent delivery mode, the screen began to glitch. Hospital staff noted that despite the display issue, the monitored values appeared to remain accurate. A transient drop in the patient's oxygen saturation was observed prior to the screen abnormality, and the patient's oxygen saturation returned to pre-event levels following supportive measures from the clinical team. No lasting adverse effects were reported. Ventilator mode and settings: bipap; ipap 13, epap 8, rate 30, o2 50-100%.

Manufacturer narrative:
The device was returned to the u.s. Service center for evaluation and underwent a comprehensive functional inspection and performance verification. All testing was performed in accordance with established service and test procedures. The reported visual display abnormality could not be replicated during the evaluation. Gas monitoring performance and all other functional checks related the reported failure mode were confirmed to be within specification. The investigation included review of a video provided by the customer, which demonstrated a screen distortion consistent with a display related issue. Although the malfunction could not be reproduced during testing, the device's display screen and associated cables were replaced as a precaution. Following these repairs, the device was retested and confirmed to meet all manufacturer specifications prior to release. Based on the available evidence, the investigation concluded that the event was attributable to an intermittent display screen performance issue. Based on the healthcare professional's comments on dose monitoring, and confirmed in the device's log file, there is no evidence to suggest the device's performance contributed to the change in the patient's condition. A review of complaint history for this failure mode indicated that the occurrence rate remains within established control limits.